Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/18/2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
The health effect clinical code, and health effect impact code have had no change from the initial medwatch report. Complete test records were reviewed, and the only test record was the manufacture final test on 3/20/2022. The pump passed this test. Distribution record review indicates that the pump was shipped one account on 12/21/2023. Analysis of the returned device was completed on 5/8/2024. The event log was reviewed, and it was found that the pump had experienced an abrupt power off. This is the root cause of the under infusion. This is seen on line 115 as there is a log_event_on without a log_event_off with it. Refer to the lines below. Event 107: data: 5120 45824 45568 45611, eventbytes: 14 00 b3 00 b2 00 b2 2b. Event 108: data: 5120 45056 44800 44577, eventbytes: 14 00 b0 00 af 00 ae 21. Event 109: data: 5120 43520 43264 43023, eventbytes: 14 00 aa 00 a9 00 a8 0f. Event 110: data: 5120 43008 43008 43020, eventbytes: 14 00 a8 00 a8 00 a8 0c. Event 111: data: 5120 43008 43008 43020, eventbytes: 14 00 a8 00 a8 00 a8 0c. Event 112: data: 5120 43008 0 188, eventbytes: 14 00 a8 00 00 00 00 bc. Event 113: log_event_data time: 02:00:13 type: e04_pressure_data data_log_end eventbytes: 0b 00 13 00 20 01 00 3f. Event 114: log_event_timpstamp time: 24/01/05 03:10:50 eventbytes: 02 24 01 05 03 10 50 8f event 115: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd . A 250 ml infusion with a rate of 5.4 ml an hour was started, and the pump alarmed firmware error. This is seen in the event log on line 398. Alarm code: 03 sub code: 05. Event 397: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 398: log_event_alarm time: 165:24:47 alarm code: 03 sub code: 05 alarm status: log_alarm_cause_power_off_key eventbytes: 05 24 47 03 05 00 33 ab. The investigation stopped here, since the pump will not be able to run an infusion. The reported issue was confirmed in the event log review, but not the functional testing as a separate issue was found. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.